Manufacturer narrative:
(B)(6). A promus premier ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found mid stent damage with struts lifted. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08mar2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mildly calcified distal right coronary artery. Following pre-dilatation with a non-boston scientific balloon catheter, a 28 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion despite several attempts with higher pressure dilation as well as exchange of wire. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.